Manufacturer narrative:
Evaluation summary: the reported event of the 'matrix locking screw - intraoperative locking issue' could be confirmed. Two matrix locking screw have been returned. The markings indicate the bone thread, the locking thread and the screw head interface (see investigation image documentation). The visual investigation of the locking screw shows the following: the edges of the wings show friction marks caused by insertion and application of the screwdriver blade. Furthermore the upper surface show circular friction traces. The base of the blade notches show friction marks caused by full insertion of the screwdriver blade. The wings of the screw head show high deformation in insertion direction and slighter deformation in extraction direction. The locking thread is deformed by friction with the plate¿s lip. The bottom side of the screw head friction traces are visible, resulted by the contact between plate and screw. For comparison: a sample screw ((B)(4)) has been inserted into a locking plate (54-252xx) and the cross recess shows typical signs of usage. The signs of usage are slightly higher compared to the detected signs on the complained screw. The insertion torque of a locking screw can show high variation, as it is influenced e.g. By the bone density, the insertion angle, the plate's contact to the bone, the screw length, and the relative position of the cortex to the screw during final tightening. The locking thread and screw head show traces indicating that the screw was fully seated. Due to the nature of the returned device, a dimensional inspection was not possible. Based on the investigation, the root cause was attributed to a user related issue. The "matrix locking screw - intraoperative locking issue" was caused by early stop as there 'was no sense of the locking when he fastened the screw'. No corrective actions are required at this time. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
During smart lock surgery, a locking screw could not be inserted to the locking hole of the smart lock plate. The hole was the distal center hole. The surgeon tried to insert another locking screw into the hole, but it also could not be inserted. The surgeon decided to not insert screw to the hole and finished the surgery.

Event description:
During smart lock surgery, a locking screw could not be inserted to the locking hole of the smart lock plate. The hole was the distal center hole. The surgeon tried to insert another locking screw into the hole, but it also could not be inserted. The surgeon decided to not insert screw to the hole and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.